Event description:
Reference number (B)(4). Event occurred in the australia. It was reported that the patient experienced an event of tubing detachment from hub on (B)(6) 2024. The infusion set was in use for two days on (B)(6) 2024 and two days and (B)(6) 2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 3 of 6. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.